Event description:
It was reported by the patient's nurse practitioner that the patient was experiencing gastrointestinal bleeding, as captured in MFR. Report # 1644487-2016-00863, as well as vocal cord paralysis. The patient's ent doctor reported that the patient's right-vocal cord had no movement and the patient's left vocal cord had partial movement. He also indicated that he patient's symptoms had began around the same time as the patient's last full lead and generator revision surgery on the right vagal nerve, captured in MFR. Report # 1644487-2017-03619, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.